Event description:
It was reported by service report that the back was not lowering all the way down. No adverse consequences have been reported.

Manufacturer narrative:
Eval of the unit identified the incorrect fowler gas cylinder was installed on the stretcher. The user facility installed the incorrect fowler gas cylinder which resulted in the reported condition of the fowler not lowering properly.